Event description:
Information was received indicating that a smiths medical administration set had a leak with the filter tubing. The site noted that they were "using epoch" during the leak. There were no reported adverse events.